Event description:
It was reported by the affiliate that the device was used during a lobectomy. The jaw would not open at the second firing. The device was not locked on tissue. The device was removed by the hand. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.